Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that, on the day of placement, the user found the catheter had fallen out, with the deflated balloon outside of the patient's body. The user alleged that it was difficult to insert the catheter, and self limited bleeding was observed just after the insertion. However, the bleeding stopped and no medication was required.

Manufacturer narrative:
The reported event was unconfirmed. Received tsc 3-ways catheter for evaluation. The exterior of the sample was visually inspected and did not find any evidence of a failure that would support the reported event. The exact cause of how and when the problem occurred could not be determined. The sample was sent for congo red test and coefficient of friction (cof) test to check on coating appearance and the samples passed and met internal specification. Unable to duplicate reported event. The catheter was dissected and no conditions found that could have contributed to the reported event. The returned catheter was measured and found manufactured within the specification. The shaft measurement of catheter ¿ 14.1fr (specification 14fr ± 1fr). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "(1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon]." (B)(4).

Event description:
It was reported that, on the day of placement, the user found the catheter had fallen out, with the deflated balloon outside of the patient's body. The user alleged that it was difficult to insert the catheter, and self limited bleeding was observed just after the insertion. However, the bleeding stopped and no medication was required.

Event description:
It was reported that, on the day of placement, the user found the catheter had fallen out, with the deflated balloon outside of the patient's body. The user alleged that it was difficult to insert the catheter, and self limited bleeding was observed just after the insertion. However, the bleeding stopped and no medication was required.

Manufacturer narrative:
The reported event was unconfirmed. Received tsc 3-ways catheter for evaluation. The exterior of the sample was visually inspected and did not find any evidence of a failure that would support the reported event. The exact cause of how and when the problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "(1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon]." (B)(4).